Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints did not identify an increase in complaint activity. A review of tracking and trending did not identify any related trends for the product for the issue. Device history record review did not identify any non-conformances or deviations associated with lot number 50515ud01 and the complaint issue. In-house accuracy testing was completed using an in-house retained kit with lot number 50515ud01. All validity and acceptance criteria have been met demonstrating that the lot is performing acceptably. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect estradiol for lot number 50515ud01 was identified.section g1 has been updated to current contact information.

Event description:
The customer observed falsely depressed architect estradiol results for one patient that was tested after ova were harvested. The following data was provided: on (B)(6) 2023 initial result was around 9000 pg/ml. On (B)(6) 2023 initial result was around 10000 pg/ml. The patient had ova harvested on (B)(6) 2022. Two days later the result skewed low around 70 pg/ml and after dilution was around 100 pg/ml. The physician questioned the result as it was inconsistent with clinical presentation. No impact to patient management was reported.

Event description:
The customer observed falsely depressed architect estradiol results for one patient that was tested after ova were harvested. The following data was provided: (B)(6) 2023. Initial result was around 9000 pg/ml. (B)(6) 2023. Initial result was around 10000 pg/ml. The patient had ova harvested on (B)(6) 2022. Two days later the result skewed low around 70 pg/ml and after dilution was around 100 pg/ml. The physician questioned the result as it was inconsistent with clinical presentation. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.